Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection has been performed and no issues were observed. Visual inspection has been performed on the returned power adapter and no issues were observed. The power adapter was measured at 5.14v, which is within specification of 4.75v-5.25v. The power adapter passed all testing. Visual inspection has been performed on the returned usb/charging cable and no issues were observed. The usb/charging cable passed all testing. The returned reader was sent for further investigation and de-cased. Internal visual inspection has been performed on the reader's pcba (printed circuit board assembly) and no signs of damage or burn marks were observed. However, liquid contamination was observed on the pcba. The returned reader's battery was measured at 3.13v which, is not within specification of 3.7v ¿ 4.2v. The reader was monitored using a thermal camera during operation and the temperature was observed to be below 30°c. A power consumption test was unable to be performed due to the liquid contamination. There was no evidence that the reader was too hot to hold. It has been determined that the liquid contamination is not an indication of a product failure and is the result of misuse. The lack of hot spots on the pcba during use of the thermal camera is also an indication that the electronics of the reader were not producing excessive heat. Therefore, the issue is not confirmed to a user issue. Dhrs (device history review) for the product was reviewed and the dhrs showed the product met specifications prior to release to distribution. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reports their adc device is too hot to hold while charging. No further details are available at this time. There was no report of fire, smoke, explosion, or shock. The customer reports using the cable and adapter supplied by adc for use with the libre device. There was no report of death, serious injury, or mistreatment associated with this event.